Manufacturer narrative:
No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. There was no patient involvement during this issue. With this investigation it has been confirmed that the device failed to meet its specifications. The root cause was determined to be a defective expiratory valve due to aging of the device. In consequence the defective component was replaced. There was no reported patient or user harm.

Event description:
The expiratory valve plunger pin does not move down to its unpowered position (not always). De only in test mounder test 4.7. Not during ventilation.